Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an issue related to the nurse call connector was observed. The device's interface board was replaced to address the issue.